Manufacturer narrative:
UDI not available for this system at time of filing. The system was not evaluated because re-registering the patient resolved the issue. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the surgeon used touch to register the patient and proceeded to navigation. Once in navigation, it looked like superior was inferior and inferior was superior. A manufacturer representative who was present attempted to flip the images, but still the orientation was incorrect. The manufacturer representative stated that the touch points were symmetrical. The manufacturer representative had the surgeon re-register the patient, and they were able to procedure with the surgery without further issue. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis was completed. It was not possible to determine the probably cause as the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.